Event description:
The customer contact reported the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) svc alarm code. The device was returned to the biomedical department from the labor and delivery dept with an unsigned noted that stated "broken." No info was provided; therefore specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with an 11/004 svc alarm code. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found at power up the device alarm for 11/004 (less than 2.0 volts on lithium battery) service alarm code. This was due to a depleted lithium battery. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.